Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death). Conclusion: inherent risk of a procedure (death).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a saccular 97 mm diameter abdominal aortic aneurysm. The patient was discharged nine days post implant and the aneurysm was still 97 mm in diameter. No complications were reported since the time of implant. Seven months post implant, the aneurysm was 89 mm in diameter. At 14 months post implant, the aneurysm was 85 mm in diameter. An ultrasound at 29 months post implant showed the aneurysm was 72 mm in diameter. It was recently reported that the patient is now deceased. No adverse event was reported. The date and cause of death are unknown. The event relationship to the study procedure and the study device are unknown. No further information was provided.

Event description:
Updated information was received. The patient expired due to malignant dysrhythmia. No autopsy was performed. The physician assessed this event as not device or procedure related.